Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended the patient contact his physician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient fell and when he woke up he was on the floor and did not remember the fall. The patient stated his ribs were sore and now the soreness has migrated to the device area. No adverse patient effects were reported.